Event description:
It was reported that during an arterial thrombus removal treatment procedure, the foot pedal was sticking. An angiojet® ultra system console was being utilized; however, it was noted during the procedure that the foot pedal was sticking down. The procedure was completed by having someone manually pull up the pedal to the off position by hand after the physician removed his foot from the pedal. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).